Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 16-jun-2025 and forwarded to millyard advanced medical products, llc on 17-jun-2025. The patient reported that the pump alarmed cassette problem and that it recently has become more difficult to attach cassettes to the pump. Troubleshooting was unsuccessful. The patient reported that she could not find her backup pump. The patient was advised to go to the hospital and replacement systems were sent. No adverse side effects were reported. The hospital clinician reported that the patient was off remodulin therapy for 2 hours and was being transitioned to IV remodulin treatment. It was not reported if the patient was admitted subsequent to being treated in the ER. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.